Event description:
Reporter alleged the customer was disoriented and not acting like herself; performed blood glucose test with a result of 425 mg/dl on the customer while using the advantage system. Reporter stated that she called the emts, they arrived 15 minutes later, obtained a result of 20 mg/dl on their system, and treated her with a glucose IV. Reporter stated the customer was then given an egg sandwich that she could consume on her own. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that strips have been discarded and so no product will be returned for eval.